Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the personal diabetes manager (pdm) was not working well. The patient's blood glucose levels were high and the pdm was not giving them the insulin to correct it. It was not giving the right amount of insulin. Every time the patient changed the batteries they would have to reset the time and date. When. The patient went to the doctors and they explained the issue with the pdm. The doctor prescribed insulin and insulin needles to the patient so they could manage there diabetes without the pod or pdm.